Event description:
It was reported by the customer that after a laparoscopic gastric band procedure, the patient's band could not be filled in the physician's office. The patient was then scheduled for a laparoscopic gastric band removal procedure on (B)(6) 2014. During this procedure, the surgeon attempted to fill the device and observed a leak from band into the patient's abdomen. The band was then removed and no new band was placed at that time.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.